Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, an error occurred on erbe generator. The troubleshooting actions were not performed as the customer did not have a chance to report the issue to intuitive surgical, inc. (Isi) technical support engineer (tse) when the issue occurred. The tse confirmed error c-83 in the logs. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the reported complaint but found error c-00 in the logs. The fse replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. The iesu has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs. Upon visual inspection, fa found the unit to have a tiny dent on the bottom corner of the bezel. Fa also found discoloration on the rear top of the cover/housing. The iesu was tested using a well-known system, the unit displayed m-02-3 error during start up. The probable root cause of the customer reported issue can be attributed to the faulty erbe generator.